Event description:
Received information indicating the battery on the customer's pump depleted quickly. The customer had to plug in the pump to charge and was unable to receive basal delivery. As such, the customer's blood glucose level was elevated.

Manufacturer narrative:
The product has not been returned for evaluation. Should ne relevant information become available, a supplemental report will be submitted.